Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; explant date product ID d-evolutfx-2329 (lot: unknown). Product type: 0195-heart valves; implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve (B)(6) was implanted, then dislodged for reasons unknown to the team. Anatomy was not a concern, however there was heavy calcification on the non-coronary cusp (ncc) and left coronary cusp (lcc). The valve was snared and secured against the lesser curve of the ascending aorta. A second valve (B)(6) implant was attempted, however the second valve (B)(6) was unable to be delivered through the first valve (B)(6). Therefore, a non-medtronic valve (edwards s3 23mm) was used instead, and was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the valve implant procedure, a pre- and post-implant balloon aortic valvuloplasties were not performed. The deployment starting point was the bottom of the pigtail catheter. Prior to the valve dislodgement, the valve was implanted at a depth of 3mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). After the valve dislodgement, the implant depth was -20mm on the ncc and 5mm on the lcc. A non-medtronic super stiff guidewire was used during the procedure. No adverse patient effects were reported.